Event description:
Pupillary block [pupillary disorder nos]. A literature article (gaton dd et al, british journal of ophthalmology 2003; 87:1109-1111) reported that a pt, suffering from angle closure glaucoma, experienced pupillary block following posterior chamber intraocular lens (iol) implantation. The lens was implanted, on an unk date, after extracapsular cataract extraction and five years later pupillary block was diagnosed based on the appearance of iris bombe and a shallow anterior chamber with a fixed, non-reacting pupil and increased intraocular pressure (iop) up to 56mmhg. The pt was treated initially with topical beta-blockers, topical alfa-adrenergic agonist and latanoprost (xalatan) then with neodymium-yag laser peripheral iridotomy repeated twice. The final iop was 6mmhg and the visual acuity 20/150. The event pupillary block is listed vs cds. The reporting physician considered the event to be related to the iol implantation. The company agrees on that assessment.